Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler (zone 1) and the device was running in the safety position. It was further determined that the device was running at 68,561 rotations per minute (rpms), which was below the operational specification (75,000 rpm). It was determined that the locking components were damaged, causing the device to run in the safety position (device is power broken). It was observed that the vanes were worn out, causing the low rotations per minute (rpms). It was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with the assembly tooling issue. It was further determined that the issue with the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. It was determined that the issue with the worn out vanes was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error, normal wear over time and improper assembly / manufacture (hose damage). The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device ran in safety and the rotations per minute (rpms) was below specifications. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.